Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck diameter is 28mm. The right common iliac artery measures 22mm in diameter and the left common iliac artery measures 16mm in diameter. It was reported that a CT scan observed a possible leak that was later determined to be a distal type I from the right limb via angiogram. The physician implanted an endurant ii 16x13x124 limb resolving the endoleak. The physician stated that the patient had lost seal after 12 years due to continual disease progression in the uncovered portion of the right common iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).